Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to risk of pulmonary embolism (pe) due to multi-trauma. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "hypertension, which I suspect may be due to the filter". Per the (B)(6) 2008 ivc (inferior vena cava) filter placement: "a completion venogram confirmed good placement of the ivc filter just below the lowest renal which was the right renal". Per the (B)(6) 2017 independent review of a (B)(6) 2017 CT (computed tomography) scan of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter superior l2 vertebral body. Inferior extent mid l3 vertebral body. A total of four prongs have perforated the ivc. Maximum distance prongs perforated 9mm. Coronal images 0 degree tilt series. Sagittal images 4 degree tilt anterior to posterior. Diameter of ivc directly above filter 20 mm x 18 mm".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01111.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.